Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during troubleshooting for an unrelated alarm, the home patient (hp) noticed that the area next to the homechoice machine was wet. The hp could not identify where the reported moisture was originated from. The hp was able to end the therapy and finish the therapy using manual supplies. Since then, the therapy had been going well. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.